Event description:
The customer reported clear fluid leaked from underneath the instrument and onto the counter involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. There is an exposure risk management plan in place at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leak was coming from the slidemaker, not the lh 780 analyzer. The fse replaced the sample access reservoir and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).